Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by applying excessive leveraging forces. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during an ankle arthroscopic arthrodesis, the ankle was decorticated with a 4mm burr, a 3.5mm full radius resector and ring curettes. During decortication with ring curettes, it was noted that a small fragment of the ring curette broke and ended up in the posterior recess of the ankle. Attempts to retrieve it were unsuccessful; surgeon opted to leave it in instead of possibly causing more harm. Patient will be monitored by surgeon. Patient is a (B)(6) male.